Event description:
This notification was opened for review due to an allegation the device's internal battery was depleted. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's internal battery was depleted. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's internal battery and power management board need to be replaced to address the issue. Device has been evaluated but not yet repaired.